Event description:
It was reported that bd phoenix¿ m50 automated microbiology system random erroneous results are occurring. No patient impact reported. The following information was provided by the initial reporter: equipment adjustment for random erroneous results.

Manufacturer narrative:
Initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by that this is not a product complaint, therefore, this is not considered to be a reportable malfunction this was qc failure.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system random erroneous results are occurring. No patient impact reported. The following information was provided by the initial reporter: equipment adjustment for random erroneous results.